Manufacturer narrative:
Lifescan has requested the rturn of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user / patient called lifescan (lfs) in 2006, and alleged that her meter was reading inaccurately high. The medical affairs specialist spoke to the patient on october 2, 2006 and obtained and verified the following information. The patient became hypoglycemic in the middle of the night in 2006. The patient's son woke up to check on his mother and noticed that she did not look well. He attempted to test her blood glucose and obtained a result of 84 mg/dl. He called the paramedics and when they arrived, they obtained a result of 20 mg/dl. The paramedic treated the patient with IV glucose she regained consciousness. Prior to this event, the patient tested her blood glucose before bed and had obtained a result of 279 mg/dl, around 10:00 p.m. She took her set amount of lantus, 75 units. She did not have any symptoms at the time testing. The patient stated that she takes the same amount of lantus regardless of the meter result. She also takes humalog, 3 times day, with a day, with meals. She does recall what her meter results were or the amount of insulin taken that day. The testing technique was correct and the technique for cleaning the puncture she was correct. The patient performed two control solution tests, which failed and were higher than the acceptable control solution result range. This complaint is being reported as the patient obtained a high result before bed and later was hypoglycemic while sleeping. The patient's meter result while symptomatic did not correlate with the patient's symptoms or the paramedics' meter result. A replacement meter has been sent.